Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had recoverable fault several times on the universal surgical manipulator (usm). The recoverable fault comes up on the usm 2 and continued reoccurring after they recover the fault. The customer also performed several system reboots, but the issue remained. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several errors 40084 and 319 on the usm2. The tse suggested to attempt one more hard power cycle on the system, but the customer declined and said they would perform it after the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure (error 319 on axes controller spar-acs) was confirmed and replicated. The usm was tested on an in-house system and failed normal trigging error 32097. The rolling loop was found to be loose and damaged. The rolling loop was swapped with a new one and the error no longer occurred. The original rolling loop was reconnected, and the errors returned. The rolling loop was replaced to address the issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had recoverable fault several times on the usm 2. It is unknown if the usm was disabled to continue with the procedure. The fse confirmed the reported issue and replaced the usm 2 to resolve it. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.